Manufacturer narrative:
Found this unit to be well worn & subjected to multiple impacts over the years. Lcd took impact to its right side, causing inner support tab to bend back - this caused a gear to chew up a foam gasket, possibly allowing a metal shaft to contact the solder side of the main pcb. Emi case gasket may also have been compromised by impact. Still, we could not get the device to fail here, despite vibration & temperature testing. We recommended to the user that we replace the main & display pcb's as a precaution.

Event description:
'Transport ventilator failed to work on a pt - unit emitted an unusual rapid beeping alarm. Lcd showed irregular stair - type pattern.' No injury to pt - alternate ventilation used.